Event description:
Healthcare professional reported "appearance of a palpable swelling in the area of breast reconstruction with alloplastic material in a patient" and "the final result is compatible with breast implant¿associated anaplastic large cell lymphoma (bia-alcl)" . Healthcare professional additionally reported "appearance of periprosthetic nodularity," "axillary lymph node," "skin irregularities" , "skin thickening," "oval lesion with polylobulated margins skin punch," "macrolobulated formations" , "area of heterogeneus echostructure," "another heterogeneus area with increased hyperechogenicity," "severe edema," and capsular contracture, baker grade iii. Biomarkers cd30 positive alk - have been reported. Treatment included capsulectomy and device removal. This record is for right side. The device was explanted.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-bia-alcl, seroma, breast mass, and capsular contracture, baker grade iii.